Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 24 mmol/l at the time of the incident. Customer was treated with bolus on pump. Customer had alleged that the insulin pump was under delivering due to crack in reservoir area of insulin pump and the reservoir was not locking into place. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.